Event description:
(Os 17.346) the dentist reported 5 months after two dental implants were installed in the pt's mouth it was verified its non osseointegration. Pt had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).